Event description:
Catheter was producing lots of noise at 60 cycles. We tried changing out the wire and that did not help, so we changed out the catheter of the same kind and it worked just fine. The package was not saved from this device. It was accidentally thrown away so none of the numbers were available.what was the original intended procedure?ablation.device #1is this a laboratory device or laboratory test?no.